Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient states they had their 97712 ins was removed in (B)(6) 2021 due to infection. No other information was provided to caller by patient. Scs device was being used off lable for the brain. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue.